Manufacturer narrative:
The reported event indicated that the physician repositioned the lead but still felt it was not adequate, although this is not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged with blood/tissue. Final analysis didn¿t find any anomalies.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the patient experienced arrhythmia. It was also noted that the right ventricular (rv) lead could not be adequate fixed. Additionally, the right atrial (ra) lead could not be extended or retracted, and the guidewire could not be inserted into the lead. Both the rv and ra leads were not implanted, and an alternate rv lead was implanted on (B)(6) 2025. The patient was in stable condition.